Manufacturer narrative:
Additional information regarding the likely cause of the event and patient prognosis/treatment was requested, but was not received. Furthermore, the explanted lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be determined. However, it should be noted that the physician used a delivery device and a type of viscoelastic that are not validated for use with crystalens.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that a patient complained of a "sudden visual change" as well as pain in the right eye approximately two months post-surgery. The patient was diagnosed with z-syndrome. The implanted lens was then surgically exchanged with one of the same model but different diopter.